Event description:
Dealer states the concentrator came without the warning blue label on it.

Manufacturer narrative:
Should additional information become available, a supplemental record will be file.